Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the atrial lead dislodged. The lead could not be repositioned due to difficulting with the helix, would not extend. The lead was not used and a new lead was used successfully. The patient's condition was stable during and post procedure.